Manufacturer narrative:
This regulatory report represents additional information from the previously-submitted report: 6000153-2016-00681. Future supplemental reports will be sent as follow up to this system report. Concomitant medical products: product ID 37092, lot# 270800001, implanted: (B)(6) 2011, product type: accessory. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type: lead. Product ID 37752, serial# (B)(4), product type: recharger. Product ID 37743, serial# (B)(4), product type: programmer, patient. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type: lead. Product ID 3550-39, product type: accessory. Stim ins/battery/reduced capacity due to overdischarge (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on march 25th from the patient's spouse stating that the patient has been back in the emergency room (ER) and the health care provider's (hcp) office because they were having a terrible time healing since the replacement surgery. The patient had not been given any pain medications when they left the hospital after surgery. One of the ER visits occurred on (B)(6). The patient had also been in a car accident 3 years prior and since then had felt that their wires were broken. After the car accident, the patient lost 170 pounds and the implantable neurostimulator (ins) was too close to the skin so that the patient would get 2nd degree burns when recharging. The patient's ins was inoperative for quite a while and they could not charge it, so it was a long time since the patient could turn it on. They stated that the hcp had found broken wires when they did the replacement surgery, and they "had to dig them out". The replacement took 4 hours, but was expected to take only 1 hour. When the hcp came out after the surgery, they were "beat" and they discussed scar tissue. The caller thought the replacement caused an awful lot more trauma than the initial implant did. The patient's incision had been "oozing" for three weeks, but was no longer oozing. The caller stated that the post operative swelling finally went down. The indications for use were spinal pain and chronic low back pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient had lost more weight with out trying and the implant was close to the skin, like there is no muscle and it felt like (B)(6) inch or less. The caller also stated the patient began to experience dizziness and was having falls, including falling eleven times in one day. The caller stated they thought an MRI was done at the time to check dizziness. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.